Manufacturer narrative:
All operating currents were within specification. No unexpected low battery, off no power, failed battery, or off no power anomalies were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. Unable to confirm the broken belt clip due to the pump being received without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly, low battery alarm, failed battery test and excessive no delivery alarms on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for off no power test was performed. Customer received a low battery alert prior to the off no power alert. Customer advised this was the second occurrence of the alarm in less than 24 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.